Event description:
Received the facility medwatch report (B)(4) which states "a piece of metal broke off of a rod bender. The physician noticed the instrument was chipped and staff was unable to find broken piece of instrument. An intraoperative c-arm was used to see if the broken piece of the instrument fell into the surgical wound. The surgical team discussed having a wet read performed so that radiologist could determine that the wound is free of any foreign objects. The physician agreed and a verbal order was entered for an abdominal and chest x-ray. The instrument was sent to sterile processing department (spd) for proper cleaning and given to department manager." As no conclusion to the event was reported, attempts to contact the initial reporter have been made, however no response has been received.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.